Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2268 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported "during the dilation of the vein while inserting a 5fr triple lumen PICC, the dilator edges shredded slightly, causing difficulty with dilating, and likely damage to the vessel wall. Dilation of vein was successful, but not as smoothly as would be ideal for non-traumatic insertion."